Event description:
Customer called to report the pump had an alarm message on display without an audible tone. Troubleshooting was performed. The audible tone could not be heard. Additionally the unit had a blank display a week prior to the call. Device was not dropped, bumped, or exposed to moisture.